Manufacturer narrative:
Additional narrative: additional product code: htc. Device is an instrument and is not implanted/explanted; no associated procedure. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the forceps for broken screw removal was found to be broken when it was brought into the sterile processing department. The handle of the forceps were found broken. The device was found broken while still in the tray; it was never used or put into circulation at the hospital. No patient involvement. It was not used in surgery. This is report 1 of 1 for (B)(4).